Manufacturer narrative:
Date rec'd by MFR: 22mar2019. There was no on-site evaluation by the manufacturer. This event was resolved in-house by the customer. The customer reported that the replacement of the flow sensor assembly resolved this problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit had low oxygen (o2) concentration. The customer reported there was no patient involvement. The event date was not specified; estimate used.